Event description:
Caller reportedly received the following results on an aviva combo meter, compared to a professional meter, within 10 minutes: 465 mg/dl (aviva combo) and 65 mg/dl (paramedic's meter). Patient was treated with a glucose injection and immediately became coherent. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.